Event description:
Initial report received on 10/19/2010: this case was reported by a division of evidence based medicine in dermatology (B)(6) via (B)(6) health authority (B)(6). This group is conducting an injectable filler safety - study. The aim of the study is to register adverse events to these injectable filler materials in the (B)(6). This case involves a female pt, (B)(6). First treatment of the cheeks with bio-alcamid in (B)(6) 2007. Second treatment in the same area with poly-l-lactic acid (sculptra, batch-no unk) in (B)(6) 2008. In (B)(6) 2009, the pt experienced an abscess with redness, inflammation, pain, and swelling. Puncture as corrective treatment was performed. On date of report, the reaction was recovering. As alternative explanation, a possible drug intolerance to bio-alcamid was mentioned. The division of evidence based medicine in dermatology could not assess the causal relationship between the reaction and poly-l-lactic acid.